Event description:
For previous events, see MFR rep # 3004209178-2013-11837, it was reported that following an ins replacement the new ins had high impedance of 18,392 ohms on contact 0 and 1, but no impedance issue on contact 2. There was no adapter used, it was a straight extension to the ins. It was noted there were no intraoperative impedance measurements. It was not known if patient had therapeutic effect as it had not been 24 hours since the ins was replaced. Additional information received reported that the high impedance had not resolved and the cause of issue was undetermined. It was noted that no interventions were taken or planned. It was further noted that the patient seemed to be receiving therapeutic effect. It was noted that the healthcare professional (hcp) was ¿comfortable¿ with the outcome.

Manufacturer narrative:
Product ID: 3387-40, lot# n24923b, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).